Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device was not cutting smoothly and stopped during use; worn reciprocating arm, needle bearing, and external e-ring. The reciprocating arm, needle bearing, and external e-ring were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: australia.

Event description:
It was reported that during surgery, the device was able to cut the skin at first but stopped in the middle of it. There was no note of damaged to graft harvest nor if an additional unplanned graft harvest was required from the patient. It is unknown if there was patient harm/injury, surgical delay, medical intervention and/or additional surgical procedure required. An alternate device was available for immediate use. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.